Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a calibration error. The blood glucose reading was 150 mg/dl. Customer stated that she was walking around the house when the alarm occurred and that she is experiencing these alerts intermittently. It was determined that the customer is calibrating at the appropriate times and frequencies and adhering to calibraion recommendations. Customer stated that this alert was not the result of the first calibration attempt after initialization. Customer was advised to change the sensor and sensor site. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.